Manufacturer narrative:
Complaint is not confirmed. Upon visual evaluation, the part returned is in the sealed pouch. However, the broken parts/pieces were not returned for investigation. No problem found.

Event description:
On 02/16/2023, it was reported by a sales representative via email that an ar-3638 knotless fibertak anchor broke, and 2 others had extreme difficulty fitting down the drill guide. This occurred during a shoulder arthroscopy labral repair on (B)(6) 2023 when the 2 anchors would not fit through the drill guide, a third device was used and the inserter broke inside the patient. All fragments were retrieved. The case was completed using 3.0 knotless suture taks.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.